Event description:
It was reported " sudden inability to pace, blood visible in the balloon, consider balloon rupture, replace catheter immediately." To complete the procedure, the catheter was replaced in the same insertion site. No injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The returned semi-finished insertion kit was noted previously opened, but the components appeared unused. Returned with the sample was a 0.025in guidewire and the supplied datascope driveline tubing; blood was noted in the tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 7.1cm from the iabc distal tip. Furthermore, the end of the inner cannula (iabc central lumen) pierced the bladder at approximately 76.4cm from the iabc luer. Bends to the iabc central lumen were noted at approximately 24cm and 48.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0064in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was unable to be aspirated and flushed due to the returned state of the sample. The iabc was leak tested and a leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip blocked off; a leak was immediately detected from the iabc bladder membrane at the location of the previously noted damaged bladder. The leak from the iabc bladder is consistent with contact from the damaged/separated end of the inner cannula (central lumen). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen at the location of the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood visible in the balloon, consider balloon rupture" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway and an inability of the iabc to inflate. The bladder was also noted damaged and punctured by the damaged central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to address the issue.

Event description:
It was reported " sudden inability to pace, blood visible in the balloon, consider balloon rupture, replace catheter immediately." To complete the procedure, the catheter was replaced in the same insertion site. No injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4)